Manufacturer narrative:
Initial reporter facility name: (B)(6)

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.50mm wolverine cutting balloon catheter was advanced for dilatation. However, during procedure, the device was fractured. The procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were stable post-procedure.

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.50mm wolverine cutting balloon catheter was advanced for dilatation. However, during procedure, the device was fractured. The procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were stable post-procedure. It was further reported that the fracture occurred while attempting to cross the lesion. The target lesion was 75% stenosed, mildly calcified and mildly tortuous.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as cause not established based on there being no reported device interaction/damage or no image or procedural media was received from the customer. Clarification information was requested from the customer regarding the reported event however, no new information was received. A clear conclusion for the reported shaft break cannot be established, nor can the allegation be confirmed.